Manufacturer narrative:
The myoglobin reagent lot number was 84460302 with an expiration date of 30-apr-2026. The customer observed air bubbles in the procell and cleancell syringes. The field service engineer (fse) decontaminated the procell and prewash lines, which resolved the issue. Qc was acceptable. The investigation determined the event was due to a maintenance issue.

Event description:
There was an allegation of discrepant results for 1 patient sample tested for elecsys myoglobin on a cobas e 801 analytical unit. The initial result was 44 ug/l. The customer noticed that qc was out of range and repeated the patient sample. On (B)(6) 2025, the sample was repeated twice with results of 60 ug/l and 61 ug/l.